Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1870. Per reporter, batteries were removed and replaced but, it goes back to the alarm. No adverse health effects were reported. Per reporter no additional information is available at this time.